Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise and oversensing that was observed clinically.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) atrial channel experienced noise during pocket closure at implant. This noise led to oversensing. Air bubbles in the header port were suspected therefore the pocket was re-opened. The associated right atrial (ra) lead was connected properly but fluid was noted in the port. This ra lead was reconnected. Noise was observed again but intermittently with the morphology of air bubbles in the header. The pocket was closed with intent to check this ICD the following day. Currently, this ICD remains implanted and in service. No adverse patient effects reported. Additional information was received. Approximately nine years later, this device was explanted and replaced for routine battery depletion, and was returned for laboratory analysis.